Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issue was found that would related to the complaint. The hrsv was installed onto the golden system where the hrsv functioned as expected (clear image displayed). The system ran through 10 power cycles, and no related errors/faults were triggered. The hrsv was found to be fully functional. The probable root cause is attributed to a defective hrsv.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a left-eye viewer image loss during use. It was unclear whether the issue was isolated to an endoscope or the surgeon side console (ssc) or also the image at the vision side cart (vsc). Prior repair history was reviewed and showed that multiple related components had previously been replaced. Based on the reported left-eye vision loss without the associated error code, it was suspected the issue had been on the ssc side rather than the endoscope controller/video path. It was also not determined whether the touchpad had gone blank at the same time as the left-eye viewer loss. Technical service engineer (tse) stated that the system logs were not available because the staff had power cycled during the procedure to temporarily restore function. The procedure was continuing with no reported injury.